Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that in the insulin pump's alarm history a pump error 15 and a pump error 4 were found. In the middle of the bolus the customer received an insulin flow blocked alarm. When the customer tried again they received another insulin flow blocked alarm. Customer's blood glucose level was 200 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected insulin pump errors noted during testing. Device received with cracked keypad overlay at select button, scratched case and keypad overlay texture damage.